Manufacturer narrative:
Patient's weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported after the patient had destination therapy implant on (B)(6) 2019, post-operative course was complicated by gastrointestinal bleeding (esophageal ulcers noted on esophagogastroduodenoscopy likely secondary to nasogastric tube trauma) and paralytic ileus. He was discharged to acute rehab from (B)(6) 2019 to (B)(6) 2019 and then discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported gastrointestinal (gi) bleeding as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Per additional information from the ventricular assist device (vad) coordinator, the bleeding resolved. The patient was implanted with heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 15jun2019. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was treated with proton pump inhibitor. Bleeding resolved.